Event description:
It was reported the valve was explanted due to the development of a film of fibrin-like material over the ventricular side of all three leaflets, immobilizing one leaflet. Similar material was also found in the only vein graft, which was stenotic as a result. Additional information has been requested.